Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to authenticate. Upon checking the log, technical support specialist (tss), found the account was still locked. Tss confirmed that user server account was active and no longer locked. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user unable to authenticate. Customer was trying to log in to the es server but received an error message stating unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.